Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results from the cobas pro ise analytical unit. Sample (B)(6), initial result was 149 mmol/l, and the repeat result was 137.8 mmol/l. Sample (B)(6), initial result was 154.6 mmol/l, and the repeat result was 140.0 mmol/l. The questionable results were repeated because the physician called the lab to question the high results.

Manufacturer narrative:
The root cause is unknown. Sampling-related problems, ion selective electrodes and reference flow issues, or a calibration error cannot be ruled out.